Event description:
143110 mako 3.2mm x110mm pin snapped. Some of the pin is inside the patient tibia.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections. Reported event: it was reported that "143110 mako 3.2mm x110mm pin snapped. Some of the pin is inside the patient tibia." The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Product history review: not performed as no lot number was reported. Complaint history review: not performed as no lot number was reported. Conclusion: the exact cause of the event could not be determined because the product was not received. A review of stryker¿s nc/CAPA database indicated that there have been 01 nc(s) and 01 CAPA(s) associated with the product and failure mode reported in this event. These include nc#: 1470754 and CAPA#: 1480798. Corrective action/preventive action: no action is required at this time as there is no confirmed failure mode. H3 other text : product was not available for evaluation.

Manufacturer narrative:
As part of the normal complaint follow up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
143110 mako 3.2mm x110mm pin snapped. Some of the pin is inside the patient tibia.